Event description:
A hospital in (B)(6) reported that a pw810 radiant patient warmer was alarming and have requested a service of the device. During servicing the power fail alarm was found to be not working.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the complaint patient warmer was returned to a fisher & paykel healthcare (fph) service centre in (B)(6) where it was inspected by a trained fph technician. The returned patient warmer was manufactured in 2003. Results: during the performance check of the unit it was found that the power fail alarm was not working. Conclusion: the power pcb board features a capacitor which stores sufficient electrical charge to power the patient warmer's visual and audible alarms ("power fail alarm") in the event of a failure of mains power when the patient warmer is switched on. Given the age of the unit (12 years) the failure was probably due to wear and tear of the pcb components. The patient warmer product technical manual advises the user to "unplug the power cord from the wall supply socket" and check that the power disconnect (power fail) alarm functions. The super capacitor on the pcb board can be replaced as required.